Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value not provided. Reportedly, the customer inadvertently requested a 20 unit bolus instead of entering the intended amount of 20 carbohydrates into the carb menu. Customer addressed their bg by consuming carbs and called the local firehouse, where he was assisted with intravenous therapy of IV d50 and d10 (dextrose) and carbohydrates until bg stabled. Customer acknowledged use error and they would be more careful in the future.